Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lower stomach during a laparoscopic gastric sleeve procedure, the stapler was able to fire but staple line was incomplete proximally. It was also stated that component fell into the patient¿s cavity. Another reload was used to complete the case.